Manufacturer narrative:
Three photos were provided to our quality team for evaluation. Upon visual inspection, it was observed that there were black specs and a grey stain on the foam; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, a possible root cause could be from when material of plastic origin gets into contact with the metal of the machines causing friction/ heat source. However, without a physical sample a full investigation could not be performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
It was reported that particulate was found.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found.